Manufacturer narrative:
The sensor was inserted on (B)(6) 2024 and the patient noticed on (B)(6) 2024 that the insertion had opened up and had a white area which he thought was pus. The patient went to emergency room where the hcp cleaned the wound and put new steri-strips. The hcp said there was no infection at insertion site. No further medical assistance was needed. No medication was prescribed. The patient confirmed later that the incision site was closing and he was feeling well. This incident does not require further investigation.

Event description:
Senseonics was made aware of an incident where patient thought there might be pus and went to emergency room to consult the doctor. There was no redness, heat or pain at the insertion site. The hcp cleaned the wound and put the new steri-strips. The hcp confirmed that there was no infection at the insertion site. The incident took place on (B)(6) 2024 and the sensor was inserted on (B)(6) 2024.